Manufacturer narrative:
An event of a circumferential pericardial effusion few hours following implantation of amulet device was reported, the patient experienced shortness of breath. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The unexpected medical intervention was result of case-specific circumstance as pericardiocentesis was performed and 250cc of pericardial fluid was drained. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen as an implant for a procedure. The transseptal puncture was performed in the infero-anterior (inf/ant) location, and the patient was in normal sinus rhythm (nsr) at the time. Activated clotting time (act) during the procedure was recorded at 341 seconds, and heparin was administered. During the procedure, there were no multiple manipulations and the device was neither partially nor fully recaptured during the procedure. No wire was placed in the left atrial appendage, and no exchange of the device or delivery system occurred. Transesophageal echocardiography (tee) was used as an imaging modality during the procedure. Protamine was administered in the procedure. A few hours following the implantation, a localized pericardial effusion was identified. The patient reported experiencing shortness of breath, there was no evidence of cardiac tamponade. The effusion was not noted to be circumferential. 250cc of pericardial fluid was drained via pericardiocentesis. The patient was not on oral anticoagulants (oac) or antiplatelet therapy (apt) at the time the effusion was detected. The user believed the pericardial effusion was related to the abbott device. The patient recovered well following the intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen as an implant for a procedure. The transseptal puncture was performed in the infero-anterior (inf/ant) location, and the patient was in normal sinus rhythm (nsr) at the time. Activated clotting time (act) during the procedure was recorded at 341 seconds, and heparin was administered. During the procedure, there were no multiple manipulations and the device was neither partially nor fully recaptured during the procedure. No wire was placed in the left atrial appendage, and no exchange of the device or delivery system occurred. Protamine was administered in the procedure. A few hours following the implantation, a localized pericardial effusion was identified. The patient reported experiencing shortness of breath, there was no evidence of cardiac tamponade. The effusion was not noted to be circumferential. 250cc of pericardial fluid was drained via pericardiocentesis. The patient was not on oral anticoagulants (oac) or antiplatelet therapy (apt) at the time the effusion was detected. The user believed the pericardial effusion was related to the abbott device. The patient recovered well following the intervention.